Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2012, to reduce excess tissue around the abutment. The implanted device remains.

Manufacturer narrative:
(B)(4).the implanted device remains.